Event description:
It was reported that the ventilator alarmed for high o2 concentration when connected to a compressor. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves and reportedly repaired the connected compressor. There are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).